Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product serial number provided was not valid.

Event description:
During a follow-up, episodes of post-paced t-wave oversensing (pptwos), inappropriate automatic mode switch (ams) and far r-wave oversensing were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been completed at this time.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.